Event description:
It was reported that oversensing with artifacts in the rv channel was observed about 22 months after the implantation. This lead was explanted, as well as the ra lead. There was no complaint about the atrial lead. The distal ends of the two leads were cut off and retained by the clinic for microbial studies.

Manufacturer narrative:
Both leads have been returned but were only available as fragments. The proximal portions of the leads were returned for analysis. About 10 cm of the severed distal ends were missing. The returned fragments were visually, mechanically, and electrically inspected. There were difficulties inserting the stylet of the protego lead into the lead lumen during the mechanical inspection. Analysis showed that residual coagulated blood inside the inner conductor coil prevented the full insertion of the stylet. This remaining coagulated blood was likely due to lead explantation. During visual inspection of the solia lead, cuts in the insulation were found, which are likely due to the explantation procedure. There were signs of wear and also indentations from the ligature on the insulation. The insulation was intact at this location. Measurement of the dc resistance for the electrical leads with both fragments showed no irregularities. The production processes for these products were reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary, there was no indication of a materials defect or a manufacturing defect.